Manufacturer narrative:
As reported, the sealant of a 6-12f mynx control venous vascular closure device (vcd) failed to deploy on one of three devices. Manual hemostasis was achieved in under 30 minutes. There was no reported patient injury. A mynx venous device was used in a cardiac ablation procedure via a retrograde approach. The deployer was mynx certified, and a 9 fr cordis sheath was used and remained attached to the returned device. The device was stored in a lab setting per the instructions for use (IFU), with no damage noted to the button. The button depressed fully, the tension indicator aligned appropriately, and the button released correctly. No kinks were observed in the sheath after removal, and the clock symbol was displayed following depression of button # 1. One non-sterile mynx control venous closure device associated with the reported complaint was returned for investigation. Visual inspection showed both button 1 and button 2 were fully depressed. The stopcock was open, and a cordis mynx syringe was attached to the unit. The sealant was not returned for evaluation; and the sealant sleeves presented no abnormal conditions. A non-cordis catheter sheath introducer (csi) of an unidentified french size was received inserted on the device. The balloon was retracted, the core wire was present, and the atraumatic tip showed no damage or abnormalities. No additional anomalies were noted during this analysis. Per dimensional analysis, the overall length of the outer sleeve assembly (proximal end of the swivel to the distal tip of the cartridge) was measured and found to be within specification. Measurements were verified using a calibrated ruler. A functional simulated deployment test could not be performed, as the device was received in a fully deployed state with both buttons depressed and the sealant absent. Photographic documentation of the internal mechanism was not required since the device was returned fully deployed and without the sealant. The reported event of ¿mynx control system-deployment difficulty-unable¿ was not observed through analysis of the returned device since it was received with the sealant fully deployed and not included for analysis. The exact cause of issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the inability to deploy the sealant since the device was received fully deployed with both buttons fully depressed and the sealant was not returned for analysis. However, procedural/handling factors are likely since there were no anomalies noted during product analysis. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. As stated within the mynx control venous IFU, step 2: deploy sealant, ¿while maintaining tension alignment of the markings, firmly press button #1 until it is fully depressed. The clock symbol will become visible in the tension indicator window. This deploys and compresses the sealant against the venotomy for effective adhesion. Lay the device down for 2 minutes, allowing the sealant to actively absorb body fluid and swell within the tissue tract.¿ during step 3: remove device, the IFU instructs, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp. The device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. Deflate balloon ¿ to ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 6-12f mynx control venous vascular closure device (vcd) failed to deploy on one of three devices. Manual hemostasis was achieved in under 30 minutes. There was no reported patient injury. A mynx venous device was used in a cardiac ablation procedure via a retrograde approach. The deployer was mynx certified, and a 9 fr cordis sheath was used and remained attached to the returned device. The device was stored in a lab setting per IFU, with no damage noted to the button. The button depressed fully, the tension indicator aligned appropriately, and the button released correctly. No kinks were observed in the sheath after removal, and the clock symbol was displayed following depression of button #1. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.